Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father of a customer reported via phone call of having high blood glucose of 400mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found air bubbles in the tubing or reservoir and the drive support cap was normal. The customer indicated that they will call their doctor and declined further high blood glucose troubleshooting.